Manufacturer narrative:
(B)(4). Lead model: unknown, implanted: (B)(6) 2007; lead model: unknown, implanted: (B)(6) 2012.

Event description:
It was reported that the patient experienced a fall in early (B)(6), and subsequently did not feel stimulation. An interrogation on (B)(6) found that impedance values on the 4th electrode of a tetrapolar lead were over 10,000 ohms. The hcp planned to replace the lead and ins (7427v), however, he did not perform the replacement on (B)(6). Instead, the hcp added an octapolar lead to cover for the fractured electrode. On (B)(6), the old ins and extension were explanted, and a new ins (37702) was implanted and connected to the two existing leads. When lead impedance was measured during the operation, impedance values on the 4th electrode of the tetrapolar lead were high again, indicating that the source of the high impedance was a fracture on the tetrapolar lead. See MFR. Rep. # 3007566237-2012-01631 for MDR filed on initial ins (7427v).